Manufacturer narrative:
The device has been returned for evaluation; the evaluation identified the distal end of the guide wire bent and stretched. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model 7707540j port & catheter allegedly experienced material frayed. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient¿s age, weight, and gender were not provided.